Event description:
Reporter indicated that pt was experiencing chest pain and constant shortness of breath, not associated with stimulation. The pt also indicated that their neck was swelling and puffing out at the lead site. The pt has been seen in hospital emergency room and no infection was noted. The pt is receiving efficacy from the vns therapy, but has had trouble with their body rejecting implants and is considering having the generator moved to the right side of their chest.